Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. This rv lead was successfully replaced. No additional adverse patient effects were reported. Additional information received detailed this lead exhibited oversensing and recorded small r waves. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. This rv lead was successfully replaced. No additional adverse patient effects were reported.